Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17711769m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, us catalog #:fg540000, serial (B)(4). Smartablate generator, us catalog #: m-4900-07, serial (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic left ventricular tachycardia for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, the patient developed a significant pericardial effusion. Protamine was administered for heparin reversal, per hospital protocol. Pericardiocentesis was in progress at the time of complaint report. Patient was unstable and continued to bleed, therefore, was prepped for possible cardiac surgery. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unspecified range. It was noted that it is not known if a biosense webster, inc. Product was responsible for the injury. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.